Event description:
The manufacturer became aware of an allegation of aof a rep dreamstation auto CPAP stating that the machine shut off in the middle of the night. The patient sates that he unplugged the device and plugged it back in and it would work for a minute but then would shut off over and over again. The device was returned to a third- party service center for evaluation. During the evaluation of the device, they found out that the device would not turn on. Pca burned.the device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed